Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 377860, lot# v010390, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a290, lot# va0vbcp030, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 377860, lot# v010390, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient, who was implanted for non-malignant pain, fell from a building and broke/fractured the lead. As a result the patient underwent a revision. During the revision surgery to remove the lead and the implantable neurostimulator (ins), the healthcare provider (hcp) noticed that one electrode didn't come with the rest of the lead. The hcp didn't indicate this to the rep. Until about 1.5 hours after surgery. The hcp felt the fall was what broke the last contact off, not the removal. The abandoned electrode was located in the cervical area. The rep. Thought the hcp may have confirmed this via x-ray but wasn't 100% sure. It was unknown if there were future plans to remove the abandoned electrode from the patient. The rep. Wanted to know what the patient's status was for getting an MRI if the electrode remained in the patient. It was suggested for the patient to be marked as ineligible for an MRI full body or head only due to the lead fragment being left in the cervical spine.

Event description:
The health care professional (hcp) reported that the procedure, magnetic resonance imaging (MRI) was not related to the device or therapy. The patient had a little bit of lead left from a removal procedure, but did not have further details. It was reviewed that per labeling, abandoned lead guideline only allowed a head scan. The caller had no information regarding symptoms, none were reported. The same day, the patient reported having gone in for an MRI yesterday, and tried to put the implant in MRI mode, but kept seeing the therapy screen. The steps were reviewed to put the implant in MRI mode. The patient confirmed that she did not know how to put it in MRI mode which was the reason for seeing the therapy screen. No symptoms were reported.

Event description:
Additional information received from the patient reported as far as he knew there would not be anything further done to resolve the lead being left behind during the removal process. He was very disappointed all of the lead was not removed.